Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 7 days the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with a bloody stool in the fecal bag. The patient¿s anticoagulant at the time of event was heparin. The patient was transfused with 3 units of packed red blood cells (prbc). On (B)(6) 2018, a colonoscopy; showed a large polypoid growth and 2 large ulcers with no active bleeding in the ascending colon. On (B)(6) 2018 abdomen/pelvis CT revealed small abdominal and pelvic ascites. No gross colonic mass or obstruction. No additional information was provided.